Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the returned fiber identified that the fiber was broken in two pieces. Microscope inspection found the fiber tip was degraded. Laser fibers are consumable devices and are expected to degrade with use. Additionally, the connector face has no issues, defects, it did not find any spots or debris. The complaint was not confirmed for the reported black spots. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product IFU states, the fiber face should be free of excessive pits, scratches, discoloration, or debris. Using the fiber with such defects may destroy the fiber and damage the laser. A risk review was completed and confirmed that the event of fiber black spots and break is defined in the risk documentation. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a urinary lithotripsy procedure to treated urinary stones, black spots appeared after the first few uses. The procedure was completed with this device. There was no patient complication. After that, the fiber was returned for analysis and the visual inspection found that the fiber had a body break.